Event description:
It was reported that the patient presented with a backup battery fault. The patient stated that the system controller was alarmed through the whole of the previous weekend. The team replaced the emergency backup battery and system controller which resolved the alarm.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault was confirmed via log file analysis. Review of the downloaded log files revealed on (B)(6) 2025 from 12:15:19 ¿ 12:34:01 and on (B)(6) 2025 at 12:35:04 to on (B)(6) 2025 at 00:17:42, backup battery fault alarms activated due to the battery not passing the load test. At the time of the alarm¿s activation, the difference between the unloaded voltage and loaded voltage was measured to be outside of the designed threshold. The alarms resolved after the backup battery passed the load test on (B)(6) 2025 at 00:17:43. Pump operation was not affected. The system controller, serial number: (B)(6), was functionally tested and found to operate as intended during analysis. The controller was able to support pump function for an extended period of time. No atypical alarms were produced during testing. Multiple backup battery load tests were initiated during testing and no faults reproduced. After testing was completed, a log file was downloaded for review. No atypical alarms or events were observed. The root cause of the reported event was determined to be the battery not passing the load test; however, the reason for the load test not passing could not be conclusively determined through this analysis. A corrective and preventative action (CAPA) was initiated to further investigate the issue of backup battery fault alarms. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including backup battery fault alarms. Heartmate 3 instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment including the system controller power cables and power cable connectors. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.